Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping. The user's blood glucose level ranged from no impact to 173 mg/dl. Reportedly, the user reverted to manual injections.